Event description:
It was reported that the bronchovideoscope exhibited error code b30. This occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a defect on c-board, error 226 appears (no image). Olympus was not able to confirm the customer failures of b30 error should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.